Event description:
The system 7 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the flat pin of the blade mount mechanism was broken off. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event through service, pin broke off, was confirmed. The blade mount mechanism was identified as the primary failure. A damaged blade mount mechanism failure could potentially result in a device fragment. This failure can occur from improper loading of blades or use of third party blades.

Event description:
The system 7 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the flat pin of the blade mount mechanism was broken off. There was no patient involvement and no adverse consequences associated with the device.